Event description:
After flushing white lumen with normal saline/heparin, per policy the lumen was capped with an injection cap. The cap and lumen tip were cleansed. As nurse picked the lumen up to tape cap, the cap fell off. The inner lumen had broken off the cap and was stuck in the lumen of the white c-l lumen.